Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure without complication. When the patient presented for their 45 day follow up, a thrombus was noted via transesophageal echocardiogram (tee). The patient had been taking 5mg of eliquis bid according to his report. The patient was started on coumadin and will have a repeat tee in 6 weeks. No further complications were reported at this time.